Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09211 / 09212).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09211-1 / 09212-1).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations there in are unverified. Additional information received from patient's legal counsel reported patient underwent a revision procedure on (B)(6) 2014. Legal counsel for patient reports that the presence of trunnionosis and a bone defect were allegedly noted during the revision procedure.

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of fluid. This report is based on allegations set forth in plaintiff¿s complaint and the allegations there in are unverified.